Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be revised on a future date because the patient is continuing to leak. Additional information received states the patient's symptoms began four months ago. No interventions have been scheduled yet.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted because the patient was continuing to leak. The patient's symptoms began approximately four months before (B)(6) 2020. A new aus device was implanted.

Manufacturer narrative:
Device evaluation provided in: h3 and h6. Device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole was identified in the cuff shell consistent with fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis identified a malfunction with the cuff component. The cuff leak identified would cause the cuff to malfunction, most likely leading to the urinary incontinence issues. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Additional information provided in: b1, b2, b5, d7, h1, and h2.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted because the patient was continuing to leak. The patient's symptoms began approximately four months before (B)(6) 2020. A new aus device was implanted.